Manufacturer narrative:
This report is submitted on november 27, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth. A skin revision was performed on several occasions (dates unknown) but the skin overgrowth re-appears. A change of the abutment to a larger size is yet to be confirmed.